Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted to hospital on (B)(6) 2025 due to diabetic ketoacidosis event. Blood glucose level was high at the time of the event and patient used pump to manage blood glucose. Patient also experienced the symptoms of tired/weak, extremity pain/cramps at the time of the event. The duration of hospitalization was greater than 24 hours. No further information available.